Event description:
It was reported that during a labrum procedure, the peek eyelet tip of the ar-2325bcc device became detached and was left inside patient. At this point, no further information is available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause(s) of this type of event include prying/leveraging the driver during implant insertion, advancing the implant before the driver tip is in contact with the bottom of the pilot hole, preparing a pilot hole that is too small, or inserting the implant at an angle not co-axial to the pilot hole. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.